Event description:
It was reported to boston scientific corporation on january 23, 2019 that a flexiva 200 tractip laser fiber was used for a ureteroscopy procedure performed on (B)(6), 2018. According to the complainant, during the procedure, the broke in the patient. The break occurred closes to the machine so no energy reached the patient. The procedure was completed with another laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results: one flexiva 200 tractip laser fiber returned broken in two pieces. The first piece measured approximately 91.0 cm from the top of the connector to the break. The second piece measured approximately 226.5 cm from the break to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Manufacturer narrative:
(B)(4). The device was received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used for a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the broke in the patient. The break occurred closes to the machine so no energy reached the patient. The procedure was completed with another laser fiber. There were no patient complications reported as a result of this event.